Event description:
It was reported that the patient presented remotely via merlin.net with noise on the right ventricular lead. Due to the oversensing, the patient received inappropriate antitachycardia pacing. The lead was explanted and replaced. The patient was stable post procedure and will be monitored normally.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.